Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment.

Event description:
Patient developed increased pain in both underarms 9 days after treatment. Physician initially prescribed antibiotic, but 2 days later there was some drainage. Drained and packed the area; changed antibiotic. Diagnosis was cellulitis. Continue to monitor but has improved since the area was drained.